Event description:
Customer reported 16 false positives on the cue covid-19 test for home and over the counter (otc) use for 16 individuals. This MDR is to document 7 of the 16 false positive results observed. See (B)(4) for the alternate 15 false positive results. Unspecified date: individual 7 tested on the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number not provided) and obtained a positive result. Individual followed up with a cobas liat pcr on an unknown date and obtained a negative result. Although requested, no further information was able to be provided.

Manufacturer narrative:
Investigation summary: explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation cannot be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.